Manufacturer narrative:
Investigation summary: with the available information boston scientific concluded that the reported fiber break was confirmed as analysis identified the fiber body was severed near the control knob. It is probable that the fiber break occurred due to due to excessive manipulation/rough technique when advancing the fiber down the scope. According to the instructions for use, the fiber should not be bent at sharp angles as it may result in damage to the fiber. The interaction between the user and device caused or contributed to the observed fiber break and reported event. Device history record (DHR) review: the device history record (DHR) confirmed that the device met all material, assembly and performance specifications. Device technical analysis: the fiber was returned and upon receipt at our post market quality assurance laboratory, this device was thoroughly analyzed. Visual analysis identified the fiber body was severed near the control knob. There were no signs of debris adhesion on the metal cap or devitrification at the output window on the glass cap. The fiber was functionally tested with the hene (helium-neon) laser fixture. The testing conducted showed the aiming beam was not present at the output window as the fiber body had been broken. The connector cone, segments, and tabs appear in good condition and secured. Labeling review: the device instructions for use (IFU) was reviewed. The IFU states: caution: do not bend the fiber at sharp angles. Damage may occur to the fiber. Investigation conclusion: based on analysis results, a probable cause of unintended use error caused or contributed to event was assigned to this investigation.

Event description:
It was reported that during a photoselective vaporization of the prostate procedure, the fiber broke after 2 minutes of use. The fiber turned red as it exited the cystoscope. They were no longer able to see the laser beam in the screen of the cystoscope tower. The fiber was replaced, and the second fiber was used to complete the procedure without any complications to the patient.

Event description:
It was reported that during a photoselective vaporization of the prostate procedure, the fiber broke after 2 minutes of use. The fiber turned red as it exited the cystoscope. They were no longer able to see the laser beam in the screen of the cystoscope tower. The fiber was replaced, and the second fiber was used to complete the procedure without any complications to the patient.